Event description:
It was reported that prior to the start of a da vinci-assisted nephrectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported error #32098 during case setup. Before contacting tse, the customer performed a power cycle, but the issue reoccurred. Tse instructed the customer to perform a hard power cycle, but the error persisted. Review of error logs revealed a brushless motor controller error reported by the arm and additional hardware current/voltage monitoring errors associated with the same module the procedure outcome is unknown with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 3. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm 3 was analyzed and found in artemis, the 32098 blmc (brushless motor controller) error occurred, reported by axes controller, motor (acm) and followed by 32100 ac hardware current/voltage monitoring error if xi psc, the error is reported on usm3 (acm): channel m6_adc_vref_mon (value=98373, low alarm error (check cabling), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the acm printed circuit assembly (pca) is consistent with the reported event and is the potential root cause for this issue.